Event description:
It was reported that a left side deep brain stimulation lead pulled back about 1 cm. It was stated that the healthcare professional (hcp) realized the lead had pulled back while implanting the right side lead ¿during targeting¿ while the patient was under anesthesia. It was stated that the hcp obtained consent for ¿removal and re-implant¿ of the left side lead. It was reported that the left lead had been implanted in (B)(6) 2013. It was stated that a MRI had been done to confirm the placement of the left lead and that it ¿initially looked good¿ and that they believed the lead migrated after closing. It was noted that when they opened up the left side the stim lock ¿looked like it was tight and clip was fully engaged¿. The hcp was unsure of how it happened. It was reported that a ¿CT scan was done today and placement looked good¿ and that another MRI would be done to confirm lead placement. It was reported that the patient had loss of therapeutic effect. The patient¿s son reported that the patient had been losing efficacy on that side ¿over time since implant.¿ it was noted that the hcp wondered if the patient was ever getting therapy effect from the device. Additional information received clarified that the left lead was not explanted but instead repositioned.

Manufacturer narrative:
Concomitant products: product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-28, lot # v532558, explanted: (B)(6) 2013, product type lead. (B)(4).